Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm and power loss alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the power loss alarm was performed. Customer was advised the alarm occurred since the battery was out of the insulin pump for over 10 minutes which is normal. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm recurred and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.